Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm emerge balloon catheter was advanced for use. However, during insertion, the shaft of the balloon broke outside of the body. The balloon was replaced and the procedure was completed. No patient complications were reported.